Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration//migration of essure device location of device: moved towards uterus/ x-ray showed possible migration of left essure coil"), device breakage ("fracture of the implant//migration of essure device location of device: moved towards uterus and was breaking"), uterine perforation ("organ perforation") and fallopian tube perforation ("organ perforation") in an adult female patient who had essure (batch no. 50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Medical conditions: pelvic us was performed and suggested possible migration of the left essure coil. Concurrent conditions included irregular menstrual cycle, emotional lability, pelvic prolapse, adenomyosis, uterovaginal prolapse and culdoplasty. On (B)(6)2012, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced pelvic pain ("pelvic pain/ pain"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain"), acne ("hormonal acne"), polycystic ovaries ("pcos") and abdominal pain lower ("pain right lower quadrant"). The patient was treated with surgery (essure removal and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, device breakage, uterine perforation, fallopian tube perforation, abdominal distension, fatigue, migraine, arthralgia, acne, polycystic ovaries, vaginal haemorrhage, menorrhagia, headache, palpitations, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, arthralgia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, palpitations, pelvic pain, polycystic ovaries, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2012, date(s) of removal: (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6)2017: showed appropriate and symmetric placement of the coils.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, fatigue, palpitations, chronic pelvic pain, polycystic ovaries, chronic right-sided pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration//migration of essure device location of device: moved towards uterus/ x-ray showed possible migration of left essure coil"), device breakage ("fracture of the implant//migration of essure device location of device: moved towards uterus and was breaking"), uterine perforation ("organ perforation") and fallopian tube perforation ("organ perforation") in an adult female patient who had essure (batch no. 50688851) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Medical conditions: pelvic us was performed and suggested possible migration of the left essure coil. Concurrent conditions included irregular menstrual cycle, emotional lability, pelvic prolapse, adenomyosis, uterovaginal prolapse and culdoplasty. On (B)(6)2012, the patient had essure inserted. In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced pelvic pain ("pelvic pain/ pain"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), arthralgia ("joint pain"), acne ("hormonal acne"), polycystic ovaries ("pcos") and abdominal pain lower ("pain right lower quadrant"). The patient was treated with surgery (essure removal and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, device breakage, uterine perforation, fallopian tube perforation, abdominal distension, fatigue, migraine, arthralgia, acne, polycystic ovaries, vaginal haemorrhage, menorrhagia, headache, palpitations, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, arthralgia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, palpitations, pelvic pain, polycystic ovaries, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2012, date(s) of removal: (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6)2017: showed appropriate and symmetric placement of the coils.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, fatigue, palpitations, chronic pelvic pain, polycystic ovaries, chronic right-sided pelvic pain. Most recent follow-up information incorporated above includes: on 24-jan-2019: new pfs and medical record received. Lot number added. New events- hormonal changes describe: hormonal acne, pcos, abnormal bleeding (vaginal, menorrhagia), headaches, blood or heart disorder/condition type: palpitations, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, essure confirmation test(s) conducted, specify: no, pain right lower quadrant were added. Reported term added for device dislocation: migration of essure device location of device: moved towards uterus and for device breakage: migration of essure device location of device: moved towards uterus and was breaking. New reporters and concomitant conditions added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fracture of the implant") and perforation ("organ perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), migraine ("migraines") and arthralgia ("joint pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, perforation, abdominal distension, pelvic pain, fatigue, migraine and arthralgia outcome was unknown. The reporter considered abdominal distension, arthralgia, device breakage, device dislocation, fatigue, migraine, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.